Event description:
It was reported the patient's devices were returned to st. Jude medical with a note that read "not getting pain relief and the leads were causing pain." The implanting physician was contacted. The patient has not been seen by the physician since 2011 and they do not know who performed the explant. Note the patient received two leads from the same lot number.

Manufacturer narrative:
Results and conclusion: the leads were cut during the explant procedure. One of the stimulation end segments had an outer tubing breach where the internal wires were pulled through. The lead body was severely damaged during the explant procedure. Continuity was not performed on this segment of the leads. The other 3 segments were tested for continuity and no opens were found. The reported ineffective stimulation was not confirmed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.